Event description:
As reported by the end user, during the procedure when the physician drew back on the control syringe, they noticed air entering into the control syringe via the fluid mgmt system. As no air injected into the pt, there was no harm to the pt. The physician used another new of the same device to complete the procedure, and it was completed without further complications.

Manufacturer narrative:
Returned for eval was one 10ml contrast control syringe and one three valve manifold. A visual examination of the returned syringe noted no defects. However, during the visual exam of the manifold, it was noted that the proximal female luer lock had slight stress indicators to the threads. This is consistent with previously viewed samples of over tightening. As indicated below, these stress indicators had no impact on the performance of the device. The returned syringe and manifold were connected and primed with water. The manifold was then capped off. The product formed a leak free connection when pressure was applied by hand. As the product met specifications and functioned as intended, the complaint could not be confirmed. The direction for use supplied with this product contains a statement, "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection. Do not use if package is opened or damaged." As no lot # was provided, a shipping history was performed. The device history records for the lots obtained through the ship history report were reviewed. In addition, the corresponding lots for the syringe component part # were reviewed. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. During a review of the feb 2009 (B)(6) complaint report for the, syringe family, there was no current adverse trend noted in the "air bubbles" failure mode. (B)(4).